Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist informed the customer to contact the pharmacy to get the medication stated out and sent out a new cubie to resolve the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, cubie lid unable to open. User reported that while issuing medication drawer opened up but the cubie does not. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.